Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted as the patient was occluded and was being upgraded to a biventricular implantable cardioverter-defibrillator (biv ICD) with different leads.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted as the patient was occluded and was being upgraded to a biventricular implantable cardioverter-defibrillator (biv ICD) with different leads.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. There was environmental stress cracking observed from the surface of the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.